Manufacturer narrative:
(B)(4). Date sent: 9/3/2024 d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)?? ?or, did the device start to deploy staples and cut but could not be completed (partially fire)?? Or, did the device fully fire and stop during the automatic knife return?? ? -partial fire was there any difficulty opening the device?? If yes, how was the device removed from the patient?? If yes, did the jaws eventually open? -yes. The jaws eventually opened. Is the current patient status known?? -discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no.

Event description:
It was reported that during the unk surgery, could not fire farther after fired a little and could not be removed from the body. Under the guidance of an engineer, the surgeon opened the stapler and removed it from the body. Changed the new one to complete surgery. No additional information can be provided.